Event description:
Patient reported dentist recommended they cease treatment due to the way the patient's teeth were shifting in a way that made their bite touch only in the front. Patient will require orthodontic work.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.